Manufacturer narrative:
The information on this per was provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available.

Event description:
It was reported through the attorney for the patient as a result of a legal claim, that allegedly, "the patient was shopping at a store and she felt her hip 'pop out.' Patient was revised on (B)(6) 2010."